Event description:
Customer reported a precharge error at boot up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and informed the customer of proper transport procedures. System operates as intended.